Manufacturer narrative:
Nakanishi is still trying to obtain information about the event, including information about the patient, and a follow up report will be made if more information becomes available. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject x65l device (B)(6). There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (3)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000min-1, which is the maximum rpm for the motor that drives the handpiece (40,000min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 40,000min-1 (motor revolution 40,000min-1). Nakanishi observed an abnormal temperature rise at test points (1) and (2) 2minutes 30 seconds into the test. Temperature measurements about 5 minutes after the start of the test were as follows: test point (1): 63.9 degrees c, test point (2): 51.1 degrees c, test point (3): 43.2 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following: the ball bearing was broken, soiled, abraded, and discolored. The chuck, body, and spray nozzle were soiled and discolored. B) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: nakanishi determined that the cause of the handpiece overheating was abnormal resistance during rotation due to the broken bearing. Nakanishi considers the possibility from many years of experience that the cause of the broken bearing was the ingress of undesirable materials into the bearing, leading to abrasion. A lack of maintenance caused the accumulation of debris on the internal parts, which caused debris ingress into the bearing during rotation. This contributed to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance as instructed in the operation manual.

Event description:
On april 28, 2023, nakanishi received a phone call from a distributor about an nsk handpiece overheating. The details nakanishi obtained are as follows: the event occurred on (B)(6) 2023. The dentist was performing a dental procedure on a patient using the x65l handpiece (serial no. (B)(6)). During the procedure, the handpiece overheated, and the patient received a burn.

Event description:
On june 12, 2023, nakanishi received detailed information on the event from the dental office. - the exact date when the event occurred was (B)(6) 2023. - at the time of the event, the dentist was performing a removal procedure on an impacted wisdom tooth of the patient's right lower jaw. - the patient was under anesthesia. - the dentist felt that the handpiece was overheating and found a burn to the patient's right lower lip and buccal mucosa. - the dentist observed an approximately 12x11mm light pink injury that had ulcerated on the patient's lip, and the 12x12mm swelling and ulceration on their buccal mucosa. - the patient has received conservative treatment in the dermatology office and may need for surgical treatment for the injury. - according to the dentist, there were no abnormalities observed in the device prior to use.